Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the fiber bonding in the outer tube area (distal end) is damaged cause traced due to component failure and the cause of laser light cable plug of the video cable section contains foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited damaged fiber bonding in the outer tube area at distal end and foreign material in the locking line key plug of the video cable section. There was no patient involvement.